Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. He stated that he and the patient are satisfied with the outcome and no medical intervention was done. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/28/2010, 08/05/2010, and 08/17/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).